Event description:
It was reported that the patient presented at clinic due to their implantable cardioverter defibrillator (ICD) exhibiting crosstalk oversensing resulting in inhibited backup pacing. No intervention was performed. There were no patient consequences.